Manufacturer narrative:
Evaluation: as mentioned in the cer, during evaluation, the jaw was found not intact. The failure was found to have occurred towards the rear of the jaw; resulting in a large section of jaw becoming detached. Upon further inspection, the jaw was found to contain a small material defect at the breakage site. To verify this, engineering conducted mechanical testing on the remaining portion of the jaw per revision c. During deflection testing, the small material defect was found to cause failure along the initial breakage site. Conclusion/corrective action: the jaw was mechanically tested by engineering and found to contain a small localized material defect at the failure site, which would have caused this type of failure. The failure was found to have occurred at the rear portion of the jaws. The jaw failure resulted in a large independent segment of jaw left inside the device; the segment was large and was obvious to the user. There have only been four reported issues of jaw failure, each of which has been thoroughly investigated by engineering. To minimize these types of failures, each batch of jaw material is mechanically tested for proper material properties and defects. As part of the jaw manufacturing process, production performs a deflection test on a material sample (slug) from each heat treated block used to manufacture the clip applier jaw. This slug deflection test is used to determine if the material is ductile and free of major defects capable of causing a fracture.

Event description:
"During the operation, one of the two jaws of the applicator detached falling down in the peritoneum."